Event description:
A malfunction alarm occurred in the pump, with the code malf 16 displayed and fault ID 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. To resolve the issue, the customer was advised to use multiple daily injections as a backup therapy, and arrangements were made for a replacement pump to be sent. Additionally, the customer was instructed on how to put the problematic pump into storage mode and agreed to return it using a prepaid label within 10 days.